Event description:
During a cardiac ablation procedure using a therapy cool flex ablation catheter, the pt developed an atrioesophageal fistula. Four weeks post-procedure, the pt presented with stroke symptoms-confusion and visual impairment. There was also evidence of septicemia. An atrioesophageal fistula was diagnosed via CT and confirmed visually during surgical repair. At the time of the report, the pt was recovering from septicemia and the stroke symptoms had resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported atrioesophageal fistula could not be conclusively determined.